Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, manufacturing instructions (mi), quality control (qc), trends, functional testing and a visual inspection of the returned complaint devices were conducted for the purpose of this investigation. Three used devices from lot # 6099919 were leak tested and confirmed to leak while an 0.035 wire guide was in place. The devices all leaked from the center of the silicone disc. There are controls in place to detect leakage while in the manufacturing process. This valve is 100% leak tested per quality control specifications. There is no evidence to suggest that the device was not manufactured per specifications. Measures have been previously taken to address this issue. The risk to patient was determined to be low based on the health risk assessment. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
As stated by the reporter: on (B)(6) 2015 during three fistula gram cases, two of the three cook sheaths used from the same lot leaked excessively. The event occurred after the physician pulled the dilator out of the sheath over a .035 glide wire (another manufacturer). This would result in a steady drip and the use of another sheath. No harm to patients. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
In addition to the 3 samples of lot 6099919 which were returned in a used state, the following unused samples were also received and evaluated: 6099919 (quantity: 7), 5890374 (quantity 2), 5985440 (quantity 1), and 6091901 (quantity 3). The leak condition was confirmed in all returned lots.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As stated by the reporter: on (B)(6) 2015 during three fistula gram cases, two of the three cook sheaths used from the same lot leaked excessively. The event occurred after the physician pulled the dilator out of the sheath over a .035 glide wire (another manufacturer). This would result in a steady drip and the use of another sheath. No harm to patients. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.